Manufacturer narrative:
Further review revealed that there is no record of a driveline splice for this patient in (B)(6) 2020. A driveline repair for this patient instead took place on (B)(6) 2020 (reference MFR # 2916596-2020-03396). Multiple attempts were made for clarification regarding this event however no response was received. Manufacturer's investigation conclusion: based on the information available for this investigation, it appears that the account incorrectly reported the date of the previous driveline repair; refer to MFR # 2916596-2020-03396 regarding the patient¿s driveline repair on (B)(6) 2020. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. Abbott technical services communicated on 27aug2021 that the patient with initials (B)(6) supported by (B)(6), associated with this product event communication, has had only one driveline repair on (B)(6) 2020 (reference MFR # 2916596-2020-03396). Technical services noted that a driveline repair was performed for a different patient at (B)(6) in (B)(6) 2020 (reference MFR # 2916596-2020-06453). The patient remains ongoing on (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for percutaneous lead serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 05oct2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a driveline splice in (B)(6) 2020.